Manufacturer narrative:
(B)(6).

Event description:
The customer complained of discrepant results on 2 patient samples tested with the crep2 creatinine plus ver.2 assay on a cobas integra 400 plus analyzer. The erroneous results were reported outside the laboratory. Patient 1 was tested on (B)(6) 2017. Patient 2 was tested on (B)(6) 2017. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but not provided. The processing sequence for the crep2 assay was changed, and extra washes were added. After these changes the operator ran precision testing, which was fine. Review of the reaction kinetics found scattering and instability on both the primary and secondary wavelengths after sample addition for both samples, but this observation does not explain the discrepant results.

Manufacturer narrative:
The field service representative found a faulty valve. He replaced multiple valves and the wash station. The customer has been running the assay in duplicate for several days without issue.

Manufacturer narrative:
Since calibration and quality control data were fine a general reagent issue was excluded. The root cause is most likely the a defective valve.